Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Did any needle piece fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the patient was admitted to the hospital at 4:00 pm due to trauma. The doctor disinfected and cleaned the wound for the patient and sutured it. During the suturing process, the patient was unable to puncture the wound and upon examination, it was found that there was no needle tip, which affected the suturing process. The patient was immediately replaced with a new needle for suturing. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. The product code (sa845g) and lot number (uf2as) of the impacted product reported by hospital were wrong, and the correct product code and lot number of the impacted product were unknown. After investigation, the patient was a 52-year-old male who underwent debridement and suture in (B)(6) hospital on (B)(6) 2024 due to "trauma". The operator used our silk braided non-absorbable suture (with specific model unknown) for wound suture during the surgery. During the use, it was found that the needle could not be punctured. The examination found that the tip of the needle was defective and could not be sutured. Therefore, a new suture was replaced immediately to continue the surgery. No further details regarding the event or subsequent adverse event reports were received. Received information as following from sales rep on 25-nov-2024 via phone today. The event description reported by hospital is wrong, but the correct event description is unknown currently. The previous reported product code and lot were incorrectly provided. As per additional information received the product information is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - this medwatch report is being voided based on corrected event description received by the sales rep. The corrected event details do not meet the criteria of a us FDA reportable event under 21 cfr part 803.